Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1700589 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws would not open completely. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was able to fire properly. The device was disassembled to inspect the internal components. Upon disassembly, no damages were observed. The proximal end of the feeder, a common cause of low aperture, did not show any damage. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Reference file (B)(4) for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the other remarks: ligating clip." The reported complaint of "jaws not opening properly" was not confirmed based upon the sample received. One device was returned. Functional inspection was performed with an r & d engineer. Upon functional inspection, a clip was able to properly load into the jaws. The sample was disassembled and no damages were found. The proximal end of the feeder, a common cause of low aperture, did not show any damage. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. No functional issues were found with the device.

Event description:
It was reported that the jaws would not open completely. There was no injury to the patient.